Manufacturer narrative:
(B)(4): the device reported, list number 52034 is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. If additional information/clarification is obtained, a follow-up medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Per the reporter, site nutritionist indicated nasogastric nutrition at home to a pt who presented acute desnutrition (malnutrition), on (B)(6), 2011. When nurse connected the pump to pt, it did not work properly (although it was connected to power the pump turned off many times); consequently, nutritionist decided to hospitalize the pt to receive nutrition at the hospital (institution did not have another pump to lend the pt to take home).